Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction arm loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction arm. In addition, our technician confirmed that the remote control buttons perforated, the light guide cable buckled, the insertion flexible tube crushed, the objective lens scratched, the biopsy inlet t-piece dirty, the aft suction tube dirty, the suction cylinder control body dirty, and the suction arm dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.